Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
The patient's past medical history included multiparous and postpartum state. On (B)(6) 2009, the patient started essure. In (B)(6) 2009, the patient experienced device breakage ("one of the coils broke during implantation") and complication of device insertion ("one of the coils broke during implantation"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and back pain ("stabbing pains in back"). On (B)(6) 2015, the patient experienced procedural pain ("painful postoperative recovery"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), uterine enlargement (seriousness criterion medically significant), headache ("headaches"), asthenia ("lack of energy"), dry skin ("severe dry skin"), pain in extremity ("leg pain"), arthralgia ("hip pain"), fatigue ("always tired, fatigue"), weight increased ("weight gain, gained about 25 pounds within a 8 month period"), libido decreased ("sex drive took a nose dive"), tinnitus ("ringing in her ears all the time"), hot flush ("hot flashes so badly"), dyspareunia ("lost out on a sexual relationship due to the severity of pain"), alopecia ("hair loss"), rash ("weird rashes on her hands"), eye swelling ("her eyes were swollen"), dry eye ("her eyes were so very dry"), eye discharge ("discharge from them (eyes)"), dysgeusia ("metal taste in mouth"), menorrhagia ("prolonged menses") and vaginal discharge ("abnormal vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy on (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain, headache, asthenia, dry skin, back pain, arthralgia, weight increased, libido decreased, dyspareunia, alopecia and procedural pain had resolved and the device dislocation, device breakage, complication of device insertion, genital haemorrhage, uterine enlargement, pain in extremity, fatigue, tinnitus, hot flush, rash, eye swelling, dry eye, eye discharge, dysgeusia, menorrhagia and vaginal discharge outcome was unknown. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2010: hysterosalpingogram result was full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 1-feb-2017: now reported from lawyer: essure implanted on (B)(6) 2009 for permanent contraception, had a hsg on (B)(6) 2010 confirming full occlusion of both fallopian tubes. Reported events: severe pelvic pain, back pain, metal taste in mouth, prolonged menses, abnormal bleeding, fatigue, abnormal vaginal discharge, weight gain, rashes, painful post-operative recovery all considered related to essure. Essure removed on or about (B)(6) 2015 (prev. Reported on 27-jan-2015 by consumer), then symptoms mostly resolved. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and one of the coils broke during implantation. The broken piece could not be found (interpreted as device dislocation). About 10 months after insertion, she started to complain of severe stabbing pains in her pelvic area. After 4 years with essure, it was found that her uterus was three times the size it should be (uterine enlargement). She also experienced abnormal bleeding (seen as genital bleeding). She had essure inserts removed through bilateral salpingectomy and hysterectomy. All these events, except for the event uterine enlargement, are anticipated in the reference safety information for essure. According to product technical complaint analysis, device breakage is an anticipated event. After essure insertion genital bleeding and pelvic pain may occur. Also, single cases of essure breakage have been reported; mainly during difficult insertions. During essure therapy there is a risk that the device could move out of fallopian tubes. In this particular case, the essure broke during insertion procedure and the broken pieces could not be found. Although the exact mechanism of the events is unknown; given their nature a causal relationship with essure cannot be excluded. In contrast, considering the localized action of essure inserts in the fallopian tubes, it is unlikely that it would cause a uterine enlargement. Additionally, non-serious events were reported. This case was considered an incident because device removal was required, however it was not clear the broken piece that could not be found was removed. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Upon receipt of follow-up information, this case became legal. Thus, further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up information identified on 07-oct-2015 from consumer's husband this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting that took place in september 2015 (post# FDA-2014-n-0736-1161). The consumer had her son in (B)(6) 2009 and essure was inserted in (B)(6) 2009. About 10 months after insertion, she started to complain of stabbing pains in her back and also in her pelvic area that were so bad that she would double over in pain and cry. Over time they eventually traveled to her hips and her legs. She was always tired, gained about 25 pounds within an 8 month period and her sex drive took a nose dive within the first year. She then started having the horrible headaches, ringing in her ears all the time, hot flashes so badly that she was not sleeping and had to have ice packs on her body to cool her off. She also had so many other issues that she would tell me about but I could not even bare to think of the pain she was in. Intercourse was very painful. She started to lose her hair. She got these weird rashes on her hands and her eyes were swollen and so very dry that she had a discharge from them that was like little wet pieces of paper towels coming out of the corner of her eyes. In (B)(6) it was found out that her uterus was three times the size that it should be. She had her essure removed via a hysterectomy on (B)(6) 2015 and by a month later the husband could see that the consumer was better. At that point, she has lost the weight she gained and then some even though she has not changed her routine. She was able to stay awake and help the kids with their homework. She was not doubling over in pain and her sex drive was back. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and one of the coils broke during implantation. The broken piece could not be found (interpreted as device dislocation) about 10 months after insertion, she started to complain of stabbing pains in her pelvic area (interpreted as pelvic pain). After 4 years with essure, it was found that her uterus was three times the size it should be (uterine enlargement). A month later, she had essure inserts removed through hysterectomy and salpingectomy. All these events, but uterine enlargement and device breakage are listed in the reference safety information for essure. According to product technical complaint analysis, device breakage is an anticipated event. After essure insertion abdominal, pelvic and uncharacterized pain may occur. Also, single cases of essure breakage have been reported; mainly during difficult insertions. During essure therapy there is a risk that the device could move out of fallopian tubes. In this particular case, the essure broke during insertion procedure and the broken pieces could not be found. Although the exact mechanism of the events is unknown; given their nature a causal relationship with the suspect insert cannot be excluded. In contrast, considering the localized action of essure inserts in the fallopian tubes, it is unlikely that it would cause a uterine enlargement. Additionally, non-serious events were reported. This case was considered an incident, since device removal was required (salpingectomy performed). The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0908, awareness date 28-aug-2015). It refers female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009. When she went in for the procedure, she was told by the doctor that one of the coils broke during implantation and that the broken piece could not be found. About a year later, she started noticing some minor stabbing pain in her side and when she contacted the doctor's office she was told that it was normal as it was more than likely just her body absorbing the eggs back into her body during the time of her normal menstrual cycle. Starting in 2011, the pains started to get more and more intense and in some cases crippling, causing her to double over in pain. She went to several doctors who's told her that she was crazy because all of the woman that they had implanted never complained of any issues she dealt with the pain for many years. Headaches, severe stabbing pains, back pain, hip pain, lack of energy and many other issues including hair loss and severe dry skin. She was also lost out on a sexual relationship with her husband due to the severity of the pain that she was in. On (B)(6) 2015, laparoscopy with salpingectomy was done and 7 months after, she felt like prior to having essure implanted. Ptc investigation result was received on 20-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and one of the coils broke during implantation. The broken piece could not be found. Later, she experienced stabbing pain in her side and was submitted to a salpingectomy approximately 5 years after device placement. These events are listed according to essure's reference safety information (pain) and product technical analysis (device breakage). After essure insertion abdominal, pelvic and uncharacterized pain may occur. Also, single cases of essure breakage have been reported; mainly during difficult insertions. In this particular case, although the exact mechanism of the events is unknown; given their nature a causal relationship with the suspect insert cannot be excluded. Additionally, non-serious events were reported. This case was considered an incident, since device removal was required (salpingectomy performed). The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.